Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The rep noted the cause was hypothesized that it may be a potential electrical leak when they put dbs system in certain positions. The electrode impedances were all within normal range even when they were able to reproduce the feeling. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins). It was reported that the patient sometimes felt a "jolt" of energy when they laid on their right side, and in certain positions when they were upright. They had significant "pulling" in their neck and head back and forth from their dystonia that put constant stress on the system, however their dbs significantly reduced these movements. When the patient put stress on their dbs system by laying on their right side and extending their neck to the left and right they were able to reproduce the sensation twice. None of these situations resulted in abnormal impedances. They were unable to resolve the jolt issue, their hcp advised them to avoid positions that cause the jolt feeling. The patient was directed to keep note if there was a pattern to which the feeling was happening and to report if it was happening or getting worse in any way.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative stating the patient was implanted for the treatment of dystonia and movement disorders. It was reported the patient still had jolting in the right neck when the patient laid on her right side (which was the same side as her ins). The rep checked the impedances and everything was still in normal range. The rep was unsure if it was related to the deep brain stimulation due to the other issues the patient was having. The patient was unable to get an MRI due to being medicated with zanex and she was not coherent enough. It was reported due to recent weight loss unrelated to the device, the wires were more prominent in the neck area. No further complications were reported or anticipated.